Event description:
The reporter called and alleged discreoant results on three patients when compared to a lab. The reported device results were 4.6, 2.3, and 5.7 inr. The corresponding lab results reported were 3.3, 1.6 and 2.3 inr. No treatment was provided to the patients. The reporter declinded product replacement.